Event description:
It was reported that the customer lapsed into a diabetic coma as a result of hypoglycemia. It was reported that paramedics were called to the scene, and the customer's blood glucose reading was 27 mg/dl. The customer was then transported to the hospital, where she passed away as a result of the diabetic coma. It was reported that the customer was diagnosed with cancer 4 weeks prior to the event, and after undergoing her first chemotherapy treatment, her blood glucose levels started plummeting. It was reported that the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.